Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they think their therapy has been off for about 4 weeks, they did not turn it off it may have gone off while they were sleeping. The patient spoke with the manufacturer¿s representative (rep) last week who got them to hold the button down for a minute and a half, then they tried to charge but it stopped charging and the patient may be in overdischarge. The patient couldn¿t turn implant back on because they lost their controller equipment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer who reported they think their therapy has been off for about 4 weeks, they did not turn it off it may have gone off while they were sleeping. The patient spoke with the manufacturer¿s representative (rep) last week who got them to hold the button down for a minute and a half, then they tried to charge but it stopped charging. The patient couldn¿t turn implant back on because they lost their controller equipment.